Event description:
It was reported that during a biliopancreatic diversion (bpd), the trocars were placed as usual in the correct position for bpd. During the procedure, pressure dropped usually to a level of 12 or 11 but also sometimes to a 9 or 8. They would like pressure to stay at 15 or 14 at least. Surgeon was frustrated as he had to fight the constant loss of gas and therefore of space to work as well as visibility. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the devices.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.